Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. Patient went to the hcp who prescribed her amoxicillin. Patient is getting better at the time of this report.

Event description:
Senseonics was made aware of an incident where patient reported infection at the insertion site where sensor had been placed. Patient reported redness and pain as well. User went to the hcp who prescribed her amoxicillin. Patient is getting better at the time of this report.